Event description:
It was reported that three weeks post-op a laparoscopic cholecystectomy procedure, the patient remained in hospital. The patient developed a bile leak. The patient first had pancreatitis due to the bile leak. A scan showed bile leakage right through the clips. The leak is located on the cystic duct. Per the surgeon, it is not leaking from the liver bed, they could clearly see bile leaking through around the clips. Per the surgeon, everything went perfectly normal during the procedure. No unusual noise, no jamming, and clip formation was confirmed prior to closing the patient. Everything seemed fine; the patient just couldn't get out of the hospital, they remained sick. As a result, the patient developed pancreatitis due to the bile leak, ended up with an abscess and is now still in the hospital with pneumonia. It is unclear if a drain was placed that may have caused the abscess. It is also not clear how the leak is being treated. Current patient status is unknown.

Manufacturer narrative:
(B)(4). Ees medical consultant spoke to the surgeon and provided the following summary of the conversation: "I spoke with the surgeon in this case, and he was very thorough in his discussion with me. Of greatest importance he told me this was not a standard, straightforward lap chole, but rather severely inflamed and necrotic. Because the instrument seemed to work appropriately during the operation, he believes that the cystic duct may have necrosed rather than the clips falling off, since they seemed to be well formed in post op imaging. They also appeared to be "away from the cystic duct leak" that he thinks the duct necrosed. The patient was discharged without a drain, and with a plan for a future ercp to remove the stent placed to control the leak. I and the risk manager reminded him of proper use of the device, to avoid torquing forces on the clips during firing, and "plastic to plastic" cycling of the device."

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long post op did the patient present with the symptoms? Was a cholangiogram performed? Is there a potential that the abscess/infection could have been a result of not placing a drain? What is the surgeon's standard technique related to placing drain(s)/post operative care? Are any images, scans, test results available for a review? What were the patient's pre-operative conditions? What is the patient's current status? Is the patient expected to have a full recovery? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.